Event description:
It was reported that "infected total hip. Resection of the total hip arthroplasty. Cement spacer put in."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. If additional information becomes available, the evaluation summary will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat # 2030-6520-1, lot # mhpljl, description: 6.5 cancellous bone screw 20mm. Cat # 2030-6535-1, lot # mhnkja, description: 6.5 cancellous bone screw 35mm. Cat # 643-00-36e, lot # mhpk71, description: trident x3 elevated rim 36mm ID. Cat # 6054-0812s, lot # mhdtr6, description: secur-fit plus-max. Cat # 06-3605, lot # 43pmld, description: c-taper cocr lfit head 36mm/+5. It cannot be determined which, if any of these devices, may have caused or contributed to the patient's infection.